Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The unit¿s tip was broken. Additionally, the sealing rings were found worn. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the ceramic tip on his olympus resection sheath¿s tip broke during device reprocessing. This event had no patient involvement.

Event description:
The facility finished the procedure with the same device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the investigation results, a definitive root cause could not be determined. However, the damage to the insulation insert is likely thermally and/or mechanically induced. It is most likely due to wear and tear and/or improper handling by the customer, such as subjecting the device to mechanical overload, shock or accidental dropping. The event can be detected/prevented by following the instructions for use (IFU): 4 before use: warning infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product visually inspect the product. Make sure that it has: no corrosion, no dents, no scratches, ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center. Olympus will continue to monitor field performance for this device.